Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a display failure, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. The keypad cover was removed and contamination was found under the contrast button contact. Unrelated to these issues, the pump keypad cover was observed to be peeling off. All of the keypad buttons responded properly. (B)(6).